Event description:
It was reported that occlusion alarms occurred. Customer changed the infusion set and resumed insulin therapy. Reportedly the customer is re-using cartridges and wearing the cartridges for more than 3 days. Tandem customer technical support (cts) advised customer that re-using cartridges and wearing the cartridges for more than 3 days is off label per the tandem user guide. There was no reported adverse impact.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.